Manufacturer narrative:
Model number/catalog number 720185-01 serial number null batch/lot number 944617005 model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced mechanical issues over the last six months with a four year old inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure, a leak was noted on the pump tubing. The physician indicated this leak was the cause of the device failure. No further surgery was necessary. It was indicated that there was no more information available. No more information available at the moment. Should additional information become available, it will be provided.